Event description:
It was reported that during a bilateral iliac placement, the stent advanced forward. An 8x6 stent was placed in the right iliac successfully. The reported item, placed on the left side, was deployed past the bifurcation, blocking the right side. MRI confirmed the right side blocked. Medical intervention will be necessary, but to date it is unk what procedure will be performed.